Manufacturer narrative:
Other: it was reported that the lead was explanted due to fracture. Additional information was subsequently received reporting oversensing. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event; lead(s), fracture of, oversensing.

Event description:
It was reported that the lead was explanted, due to fracture. Additional information was subsequently received reporting oversensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was also noted that the right ventricular (rv) lead delivered inappropriate shocks due to a high number of short v-v intervals. No further patient complications have been reported as a result of this event.